Event description:
It was reported to philips that the device experienced a charge button failure, and showed an error message that service is required. There was no patient involvement. The customer was provided remote support from an authorized remote service engineer (rse). Error messaging suggest a shock may not be able to be performed. The rse was unable to replicate the reported failure through remote service. Current operation checks passed with no errors. Status logs point to the failed op check being an isolated incident (only one occurrence). Since the users routinely perform this operational check on several mrx units in the am everyday, its possible that they ran this particular check and walked away without pressing the charge button. The device can finish its operational check without the press of the button but it reports this as a major failure and yields the "device needs service" message in normal mode. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. Competed a charge button test and passed a current operational check. Error message went away and the device was returned to service. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a charge button failure, and showed an error message that service is required. There was no patient involvement. The customer was provided remote support from an authorized remote service engineer (rse). Error messaging suggest a shock may not be able to be performed. The rse was unable to replicate the reported failure through remote service. Current operation checks passed with no errors. Status logs point to the failed op check being an isolated incident (only one occurrence). Since the users routinely perform this operational check on several mrx units in the am everyday, its possible that they ran this particular check and walked away without pressing the charge button. The device can finish its operational check without the press of the button but it reports this as a major failure and yields the "device needs service" message in normal mode. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. Competed a charge button test and passed a current operational check. Error message went away and the device was returned to service. There is no indication of a systemic problem. No further investigation or action is warranted.